Event description:
Reportedly, while delivering pacing therapy to the pt though the therapy cable, pacing abruptly stopped and could not be restarted. Pt outcome was not reported. There was no reported association between the malfunction and pt outcome.